Event description:
The use of a reload in a right colectomy procedure resulted in an incomplete firing - partial tissue transection and partial staple formation. Another reload was subsequently used to complete the procedure. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are used as placeholders since the software does not allow for the entry of other than numeric characters. The returned reload had damage consistent with its being improperly loaded. The improper loading could have resulted in the observed incomplete firing.